Event description:
Hereditary hypogammaglobulinemia; nonfamilial hypogammaglobulinemia. Patient reports needs new pump for gamunex-c as old pump malfunctioning. Details of malfunction not provided. Serial number not provided. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.